Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/21/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent tapp procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps were fired without any force and were unable to fix themselves into the mesh. When the surgeon tried again a few straps were fired and fell down into the abdomen. The surgeon also tried to fire them outside the patient and the same result occurred. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The analysis results found that the device was returned with no damage in the external components. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident, device worked as intended.